Event description:
The report comes from (B)(6) hospital and md (B)(6) concerning three livewire electrophysiology catheter duo-decapolar (20 electrodes), super large curl electrode spacing 2-5-2, 7f manufactured by stryker corporation. Please see event description below for more details: during an electrophysiology study leading into a supraventricular ablation procedure under conscious sedation, the patient noted chest pain and after the procedure, a pericardia effusion was noted. When the study was being conducted, the patient became unresponsive and hypotensive. The patient was given fluids, their blood pressure increased, and they became responsive again. The ablation portion was then proceeded with and after the procedure, a pericardia effusion was noted via echocardiogram and a pericardiocentesis was performed. The patient was stabilized and was sent for recovery to the intensive care unit. At no point during the procedure did the physician note that he thought there was a perforation that would cause the effusion. There were no performance issues with the devices. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).